Event description:
Hello. A mobile IV company ((B)(6)) is not operating with the proper 21 cfr registration and credentials. I used their services. I called to set up the appointment. They came to my work location during my lunch. Nothing was sanitary. She identified herself as a nurse but didn't show an ID. She pulled out a previously used IV needle and attached it to a bag of liquid. While I was receiving the medicine, I started to feel sick. She stopped the drip and instructed me to put my head between my legs. Once I felt better, we continued. After it was done, she packaged the needle, the remainder of the liquid in the bag, and her supplies. I paid her and she left. My coworkers said this "ransaction" doesn't seem right. We are afraid they are going to severely injure or infect one of their unsuspecting patients. I feel so stupid for falling for this. I paid $(B)(6), didn't sign any "onsent" forms, didn't see clinical registration, and didn't even verify the nurse was actually a nurse. Paradigm companies.